Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had reached a monitoring voltage of below 2.60 v. The caller was unsure whether the monitoring voltage had dropped below 2.65 v prior to 27 months of implant. A boston scientific technical services (ts) consultant discussed that the device could be followed monthly due to its potentially exhibiting the behavior described in the shortened replacement window product advisory. This device is included in the shortened replacement window (4/05/2007) and subpectoral implants ((B)(6) 2006) product advisory populations. Subsequently, the device was explanted and returned for analysis.

Event description:
Analysis of this device is now complete.

Manufacturer narrative:
As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated.the device has now been received for anlaysis. When testing is complete, this report will be updated.

Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, the device was thoroughly inspected and analyzed. An engineering level longevity prediction calculation was used to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range. Battery consumption was compared to actual clinical usage and a normal current condition was verified. Next, a series of diagnostic tests were conducted to verify the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction and functionally passing all returned product testing, we have concluded that this device experienced normal battery depletion.